Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the unk - screws: trauma was broken across the junction between the head and the shaft, both fragments were returned for evaluation. Damage and deformation was visible on the sides screw which was most likely due to the usage of tools for removal of the shaft fragment. The edges/surface where the breakage occurred do not present signs of being smoothed out, this condition is only presented when the device breaks while being implanted. Therefore, it is mostly probable that the screw got broken during extraction process. While no root cause can be determined for the reported issue, the breakage condition of the implant was consistent with a random component failure that may have been caused by exposure to unintended forces. Ensuring proper handling of the device is recommended to avoid breakage in-situ. A dimensional inspection for the unk - screws: trauma was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - screws: trauma would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2, d3, d4, g4-510k: this report is for an unk - screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent the surgery for distal radius with tpc and the screws in question. Procedure was completed successfully without any surgical delay. After surgery, the removal surgery was performed on (B)(6) 2023. In the removal surgery, it was confirmed that two screws had broken on most distal radial and most ulnar side. One of two broken screw could remove smoothly. In the other, only the screw head was removed, leaving the shaft inside the body. Procedure was completed successfully with thirty(30) minutes of surgical delay. Even after confirming the CT before removal, it was not possible to confirm that they were broken, and the surgeon expressed his opinion that they might have broken during the removal operation. In addition, there was a comment that the surgeon did not swing the angle at the time of removal and did not know the cause of the breakage. No further information is available. This report is for one (1) unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).